Event description:
It was reported that during meniscus repairing operation, device needle had been placed in the meniscus but after that t1 and t2 were deployed simultaneously in the fast fix 360. No patient injuries reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
The device is in used condition. The complaint listed that ¿simultaneous deployment¿. The delivery needle is twisted. The depth limiter is flared and puckered indicating force, resistance into the meniscal tissue upon attempted anchoring. T1, t2 and suture were returned. They were separated from the needle track. T2 is bent in a ¿v¿ shape which occurs via pulling the anchor back through tissue post pierce. This indicates unsatisfactory anchoring at the chosen location. A functional test confirmed that the device no longer cycles and actuates properly due to the damaged needle. Related root cause related to the manufacture of the device cannot be confirmed.